Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited an elevated capture threshold. The right ventricular lead was deactivated. There were no patient consequences.